Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-00006. This patient is implanted with two cervical leads and the manufacturer is unable to determine which lead is liable thus both are reported. It was reported the patient was experiencing painful stimulation. The patient is experiencing a burning sensation in her leg when she moves her neck to the left. The sensation is diminished when therapy is turned off. In addition, the patient is no longer receiving effective stimulation. These issues began approximately six months ago. The patient has turned the scs system off. X-ray showed no anomalies. Lead diagnostics showed multiple high impedances. Reprogramming did not resolve the issue. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-00006. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the leads were removed and replaced. Postoperatively, the patient is receiving effective stimulation.